Event description:
The user facility reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and went into ventricular tachycardia and subsequently expired. The impella cp device was successfully implanted and following the implant the pump "dove" too far into the left ventricle causing the patient to go into ventricular tachycardia. The patient was shocked one time to regain a stabile rhythm. Percutaneous coronary intervention with four drug-eluting stents to the left anterior descending and left circumflex arteries was completed. Support was continued for one more day. The patient reportedly expired the following day. It is unknown if the ventricular tachycardia event contributed to the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.